Event description:
It was reported that during a pta treatment procedure, the tip of the ultra-thin sds 7-4/5.3/75 balloon fell off while advancing the balloon on the guidewire. The device had no contact with the pt. The ultra-thin balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".